Manufacturer narrative:
Additional information: preliminary results from the patient¿s follow-up ultrasound show that the previously documented right popliteal vein ehit 2 is not visualized. No evidence of right popliteal vein thrombus extension. One of the paired right gastrocnemius veins is still thrombosed- no change since previous. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient¿s right small saphenous vein (ssv) was treated with venaseal. IFU was followed. Prior to commencement of procedure, medical history reviewed and updated. Duplex ultrasound was used to map out the insufficient saphenous vein, and access was determined and marked on the overlying skin. The depth and diameter of the vein(s) to be treated was documented. The right ssv measured 5.4mm at the junction and 4.3.mm in the mid-calf. The patient was placed prone on the procedure table and the leg was prepped and draped using sterile technique. Ultrasound guidance was again used to localize the access site in the mid-calf 0.5cc of 1% lidocaine was injected as a local anaesthetic in the subcutaneous tissues at the target location in the ssv region of the lower leg. Access was gained at this location with the micro puncture needle and followed by introduction of a short guidewire, location confirmed with ultrasound. A small, 3 mm incision was made at the access site to allow for introduction and placement of the microcatheter. The dilator and guidewire were removed. The 0.035 guidewire from the venaseal kit was then introduced and positioned at the saphenopopliteal junction (sfj) using ultrasound guidance. The 80 cm 7 f introducer sheath/dilator was positioned 5cm from the sfj. The guidewire and dilator were removed, and the remaining sheath was flushed with sterile saline, with the syringe remaining in place prior to the next steps. The cyanoacrylate adhesive was precisely primed into the 5 f delivery catheter and this catheter/syringe combination was attached within the dispenser gun. This assembly was introduced through the 7f sheath and positioned 5 cm caudal of the sfj under ultrasound guidance. Adhesive was administered as per the IFU. Following the last injection and compression sequence, the catheter and introducer sheath were pulled out from the access site. Treatment time was approximately 10 minutes and the vein length treated was 20 cm. Haemostasis was achieved with manual compression and an adhesive bandage was applied to the incision. Ultrasound confirmed complete coaptation and closure of the treated segments of the ssv, and the absence of any dvt at the sfj. Post procedure at scheduled 1-week ultrasound follow-up thrombus was discovered in the right popliteal and gastrocnemius veins. As per the ultrasound report, thrombus extends into the right deep vein system but <50% of the lumen area (ehit class 2). Right gastrocnemius vein demonstrates occlusive thrombus in one of the paired veins at the proximal calf. The patient reported discomfort and aching in the right mid posterior calf. Patient prescribed on rivaroxaban anti-coagulation medication. Patient to return for further ultrasound (2 weeks post index procedure).